Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is requesting help with updating his high target on the insulin pump. The customer has been experiencing low blood glucose and is concerned that his high blood glucose may be impacting. The customer normally drops low after corrections delivered through the insulin pump. Troubleshooting for the low blood glucose was performed. The customer's blood glucose is 45 mg/dl. The customer treated with food. No medical intervention was required .the insulin pump is working as designed and the customer was advised to reach out to their healthcare professional to review his settings. Nothing further reported.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test.